Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review, and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. The search for similar complaints for lot 61904ud00 did not identify an increase in complaint activity for the issue. The ticket trending review did not identify any trend regarding commonalities for lot number 61904ud00 and issue. Device history review did not identify any related nonconformances, potential nonconformances or deviations associated with lot number 61904ud00 and complaint issue. The overall performance of the alinity I total b-hcg was reviewed using field data from customers worldwide. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for lot 61904ud00. Labelling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I total b-hcg reagent lot 61904ud00 was identified.

Event description:
The customer reported a false negative alinity I total b-hcg result on a female patient. The initial negative result (<2.3 iu/l) was questioned by the physician since the day before the patient had an ultrasound indicating pregnancy. The initial sample was repeated: sid (B)(6) = 3834 iu/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Section a1 patient identifier complete sid: (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 7p51-20 that has a similar product distributed in the us, list number 7p51-21.

Event description:
The customer reported a false negative alinity I total b-hcg result on a female patient. The initial negative result (<2.3 iu/l) was questioned by the physician since the day before the patient had an ultrasound indicating pregnancy. The initial sample was repeated: sid (B)(6) = 3834 iu/l. No impact to patient management was reported.